Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction as the device was the "wrong size and uncomfortable "(3-4 yrs)" because it would bend too much during intercourse." No further patient complications were reported in relation to this event.